Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation / perforation (uterus)/ migration / migration of essure device location of device: endometrial cavity") and endometritis ("chronic endometritis") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included bleeding genital and abdominal pain (with minimal tenderness with palpitation.). Concomitant products included nsaid's since 2009 and paracetamol (acetaminophen) since 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 11 days after insertion of essure, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2009, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On 24-(B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal area pain"). The patient was treated with surgery (total hysterectomy and salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, endometritis, dysfunctional uterine bleeding, anxiety, depression, dysmenorrhoea and abdominal pain outcome was unknown and the menorrhagia and vaginal haemorrhage was resolving. The reporter considered abdominal pain, anxiety, depression, dysfunctional uterine bleeding, dysmenorrhoea, endometritis, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2012, surgical pathology report showed diagnosis : uterus, cervix and bilateral fallopian tubes; hysterectomy, chronic endometritis, myometrial abscess formation, adenomyosis and secretory endometrium, benign cervix, physiologic fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: endometritis, dysmenorrhea, menorrhagia". Most recent follow-up information incorporated above includes: on 16-oct-2018: pfs received - new event 'abdominal area pain' was added. Outcome for the event 'menorrhagia and vaginal bleeding' added as recovering. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation / perforation (uterus)/ migration / migration of essure device location of device: endometrial cavity") and endometritis ("chronic endometritis") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included bleeding genital and abdominal pain (with minimal tenderness with palpitation.). Concomitant products included medroxyprogesterone acetate (depo-provera) (B)(6) 2009 to (B)(6) 2009, miconazole from (B)(6) 2011, nsaid's since 2009 and paracetamol (acetaminophen) since 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 11 days after insertion of essure. On (B)(6) 2009, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal)-type: vaginal") with vaginal discharge. On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and abdominal pain ("abdominal area pain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, endometritis, dysfunctional uterine bleeding, anxiety, depression, dysmenorrhoea, abdominal pain and vaginal infection outcome was unknown and the menorrhagia and vaginal haemorrhage was resolving. The reporter considered abdominal pain, anxiety, depression, dysfunctional uterine bleeding, dysmenorrhoea, endometritis, menorrhagia, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2012: uterus, cervix and bilateral fallopian tubes; hysterectomy, chronic endometritis, myometrial abscess formation, adenomyosis and secretory endometrium, benign cervix, physiologic fallopian tubes.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: endometritis, dysmenorrhea, menorrhagia". Most recent follow-up information incorporated above includes: on 8-jan-2019: new pfs received. New events added- infection (bladder/urinary tract/vaginal)-type: vaginal infection & vaginal discharge and concomitant drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / perforation (uterus)/ migration / migration of essure device location of device: endometrial cavity') and endometritis ('chronic endometritis') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included bleeding genital and abdominal pain (with minimal tenderness with palpitation.). Concomitant products included medroxyprogesterone acetate (depo-provera) (B)(6) 2009 to (B)(6) 2009, miconazole from (B)(6) 2011 to (B)(6) 2011, nsaids since 2009 and paracetamol (acetaminophen) since 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 11 days after insertion of essure. On (B)(6) 2009, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression/ psych injury") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal)-type: vaginal") with vaginal discharge. On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and abdominal pain ("abdominal area pain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, endometritis, dysfunctional uterine bleeding, anxiety, depression, dysmenorrhoea, abdominal pain and vaginal infection outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, depression, dysfunctional uterine bleeding, dysmenorrhoea, endometritis, menorrhagia, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff's received treatment for pain, bleeding, migration and uterus perforation. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2012: uterus, cervix and bilateral fallopian tubes; hysterectomy, chronic endometritis, myometrial abscess formation, adenomyosis and secretory endometrium, benign cervix, physiologic fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: endometritis, dysmenorrhea, menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / perforation (uterus)/ migration / migration of essure device location of device: endometrial cavity') and endometritis ('chronic endometritis') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included bleeding genital and abdominal pain (with minimal tenderness with palpitation.). Concomitant products included medroxyprogesterone acetate (depo-provera) (B)(6) 2009, miconazole from (B)(6) 2011, nsaids since 2009 and paracetamol (acetaminophen) since 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 11 days after insertion of essure. On (B)(6) 2009, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression/ psych injury") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal)-type: vaginal") with vaginal discharge. On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and abdominal pain ("abdominal area pain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, endometritis, dysfunctional uterine bleeding, anxiety, depression, dysmenorrhoea, abdominal pain and vaginal infection outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, depression, dysfunctional uterine bleeding, dysmenorrhoea, endometritis, menorrhagia, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff's received treatment for pain, bleeding, migration and uterus perforation. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2012: uterus, cervix and bilateral fallopian tubes; hysterectomy, chronic endometritis, myometrial abscess formation, adenomyosis and secretory endometrium, benign cervix, physiologic fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: endometritis, dysmenorrhea, menorrhagia". Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received : outcome for the event menorrhagia, vaginal haemorrhage updated as recovered/ resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation / perforation (uterus)/ migration / migration of essure device location of device: endometrial cavity") and endometritis ("chronic endometritis") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test." The patient's concurrent conditions included genital bleeding and abdominal pain (with minimal tenderness with palpitation.). On (B)(6) 2009, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, 2 years 11 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, endometritis, dysfunctional uterine bleeding, anxiety, depression, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysfunctional uterine bleeding, dysmenorrhoea, endometritis, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2012, surgical pathology report showed diagnosis : uterus, cervix and bilateral fallopian tubes; hysterectomy, chronic endometritis, myometrial abscess formation, adenomyosis and secretory endometrium, benign cervix, physiologic fallopian tubes. "Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: endometritis, dysmenorrhea, menorrhagia." Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record was received events added from pfs- depression, mental anguish, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), lower abdominal area, dysmenorrhea (cramping), she did not undergo confirmation test, event added per mr: chronic endometritis. Reporter information, date of birth were added. Events onset date were updated. On (B)(6) 2018: plaintiff fact sheet was received. Plaintiff¿s height were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (total hysterectomy) and surgery (total hysterectomy). At the time of the report, the uterine perforation, device dislocation and dysfunctional uterine bleeding outcome was unknown. The reporter considered device dislocation, dysfunctional uterine bleeding and uterine perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.